Event description:
It was reported that on an unknown date in (B)(6) 2021 a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to a fluid leak during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Upon follow up, the patient contact reported that the patient was able to re-setup supplies and treatment was completed using the cycler. The fluid leak event was not reported to the patient's pd clinic or to technical support. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received continued peritoneal dialysis therapy with the cycler and the cycler was not replaced following the fluid leak event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. A companion set was available to be returned for evaluation.

Manufacturer narrative:
H3 plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h6 investigation findings.

Event description:
It was reported that on an unknown date in (B)(6) 2021 a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to a fluid leak during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Upon follow up, the patient contact reported that the patient was able to re-setup supplies and treatment was completed using the cycler. The fluid leak event was not reported to the patient's pd clinic or to technical support. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received continued peritoneal dialysis therapy with the cycler and the cycler was not replaced following the fluid leak event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. A companion set was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: five companion samples from the customer were returned to the manufacturer and a physical evaluation was performed. The companion samples were visually inspected and was found that the liberty set is acceptable no damages was observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. All the applicable in-process and final inspection tests were found with acceptable results. The lot involved in this complaint does not show any non-conformances related to the alleged complaint description. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned samples were discarded after evaluation.

Event description:
It was reported that on an unknown date in (B)(6) 2021 a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to a fluid leak during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Upon follow up, the patient contact reported that the patient was able to re-setup supplies and treatment was completed using the cycler. The fluid leak event was not reported to the patient's pd clinic or to technical support. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received continued peritoneal dialysis therapy with the cycler and the cycler was not replaced following the fluid leak event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. A companion set was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that on an unknown date in (B)(6) 2021 a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to a fluid leak during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Upon follow up, the patient contact reported that the patient was able to re-setup supplies and treatment was completed using the cycler. The fluid leak event was not reported to the patient's pd clinic or to technical support. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received continued peritoneal dialysis therapy with the cycler and the cycler was not replaced following the fluid leak event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. A companion set was available to be returned for evaluation.